Manufacturer narrative:
Complaint no: (B)(4). This is a product not distributed in the u.s. And does not have a 510k number. This complaint for a leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore, no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A nurse contacted baxter (B)(4) regarding a leak from a titanium adaptor. The nurse mentioned that during a patient's hospital visit, the patient stated there was a leak from the connection site between the transfer set and the titanium adaptor. The transfer set was replaced. There was patient involvement, but no patient injury or medical intervention was reported.